Event description:
It was reported that the device will not do over temperature. No patient involvement reported.

Manufacturer narrative:
UDI in operator of device are unknown. No information has been provided to date. One device was received for investigation and upon visual inspection it was noted to have a cracked enclosure and tank cover. Started with visual inspection, filled tank with water, plugged line cord into outlet, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. Using the over temp pot on the printed circuit board (pcb) to test the over temp setting the device didn't alarm until 44.3 degrees. Yes, the reported complaint was confirmed, the over temp alarm did not go off when it should. The over temp alarm was out of calibration. Once it was set correctly it worked fine. The root cause could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.